Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was in the hospital due to an infection unrelated to the system. Upon observation, it was found the right ventricular lead developed vegetation. The system was explanted successfully. The patient was recovering.